Event description:
It was reported that a routine pacemaker replacement was being carried out with the aid of a mobile programmer. The mobile programmer displayed an error message and was unable to establish connection with the device, troubleshooting was carried out however connection could not be established. A replacement programmer was sought. Due to a miscommunication the physician was unaware that connection had not been established, the lead was removed however the lead was connected to the old device, the polarity on the lead monitor was unipolar, so pacing could not be performed. The patient suffered a cardiac arrest for approximately 1 minute. A second mobile programmer was then attempted to be connected however connection could not be established on this programmer also. The lead was then connected to the new device. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.